Event description:
It was reported that a 6f angio-seal device was deployed without complication. The pt developed what appeared to be a self limiting hematoma post deployment. The pt was discharged routinely without incident. Sometime after, the pt was readmitted to the hosp after collapsing at home, with a blood pressure < 80 systolic. The pt received a transfusion of 3 units of blood for a large hematoma and the pt remained hospitalized for six days. Surgical intervention was not necessary.